Event description:
The patient experienced pain in the neck after a vns settings increase. The vns settings were adjusted accordingly and the pain has improved somewhat, but the patient still experiences painful stimulation. It was noted that the patient was also receiving pain management treatment for cervical/neck pain, and the patient had a cmbb block. System diagnostics were reported to be within normal limits. No additional relevant information has been received to date.

Event description:
Information received that the patient reports the device is still turned down and is painful all the time, worse during stimulation and when lying down she has increased pain on the left side of neck, down her arm. She says she has numbness and it hurts like a toothache. Ap and lateral chest x-rays were reviewed. The generator placement was determined to be in the upper left chest. Based on the images provided, the feedthrough wires were intact. However, it cannot be determined if the lead pin is fully inserted based on the quality of the images. A large majority of the lead was unable to be visualized in the chest and neck. A portion of the lead was visualized to be routed behind the generator. The lead was assessed for fracture and discontinuities on the visible portions of the lead however none were noted. Per the image provided, a strain relief bend is present but based on the quality of the image it cannot be seen if a strain relief loop is placed per labeling. Two tie-downs were present and one was placed per labeling securing the strain relief bend. Based on the x-rays received, the cause of the painful stimulation cannot be determined. Note that the presence of a micro-fracture and/or a lead discontinuity could not be ruled out in the portion of the lead that is not visible in the provided images.

Event description:
Additional information was received noting the patient has been experiencing pain with vns therapy that went away when the generator was turned off. The device was interrogated and diagnostics all were within normal limits during pre-op. During the revision procedure, the surgeon disconnected the old generator and tested the lead with the new generator which resulted in normal lead impedance. The surgeon opted to perform a full revision, however it was noted he was unable to remove the distal electrode but still had enough room to attach the new lead. The explanted generator has not been received into product analysis to date. No other relevant information has been received to date.

Event description:
The explanted generator was received into product analysis. Analysis on the device is underway and has not been completed to date. No other relevant information has been received to date.

Event description:
Analysis was completed on the suspect device. No other relevant information has been received to date. This MDR houses the report of the painful stimulation and associated explant of the generator. MFR ref #(B)(4) houses the report of the fluid leaks seen on the patient's explanted lead.